Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a normal device replacement on (B)(6) 2018, the insulation on the ra lead was noted to have a small breach proximal near the pin. It was also noted that both ra and rv leads were movable despite having suture sleeves. The leads were disconnected from the device and tested normal. Medical adhesive and an end cap kit were used to cover the ra insulation breach. In, addition it was noted that previously in (B)(6) 2015, no capture on the rv lead was observed. Electrical test was performed again and tested normal. The leads were secured to the new device. There were no complications.